Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Outset medical, inc. Technical team has reviewed site system logs with a procedure date of (B)(6) 2021, and verified that there was no issue with the system which caused the patient event. The device is functioning post treatment. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product event.

Event description:
It was reported that 2 hours and 30 minutes into a 4-hour dialysis treatment, the patient lost consciousness and coded. It was reported that the patient had run a ventricular tachycardia (vtach) and the heart rate was 170 bpm. The nurse ended the treatment at this time, a code blue was called and cardiopulmonary resuscitation(CPR) was initiated. It was noted that due to the patient coding and the nature of the situation, the blood was not returned and as a result approximately 240 ml blood was lost. The family was at the bedside at the time of the event and decided to have the code team stop all interventions. The patient then expired post-treatment. To note, before the tablo treatment was initiated, the patient was hypotensive; albumin was given and the blood pressure (bp) improved. Based on the information provided, the clinical staff does not believe that the tablo device caused the event rather this event was attributed to the patient's pre-existing conditions.